Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampons fell apart inside her and she had to flush her private area. Her doctor suggested an endometrial ablation to stop her periods and prevent infections.